Manufacturer narrative:
Event date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was probably overdischarged as the patient has not charged the ins for a month. It was reported that the patient cannot get the ins to charge per the norm. The patient has an upcoming MRI scheduled. It was reported that the patient does not wish to charge the ins at this time as they are not using it. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep). The event occurred on (B)(6) 2018. No symptoms or complications were reported. Additional information was received from the patient on (B)(6) 2018. It was reported that patient was having poor telemetry or no telemetry with recharging. Difficulty charging. Patient was trying to help patient to get into MRI mode to see what she is eligible for. During the process patient reported seeing poor communication on patient programmer. Patient tried to use the recharger and saw reposition antenna screen. Patient last charge session was 3 months ago because her ins does not work for her. Patient mentioned "it doesn¿t work when it is on"/ ins stopped working. Patient stopped charging ins 3 months ago. Patient was redirected to health care professional (hcp) to address possible overdischarge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins overdischarge caused the device to not work. The manufacturer representative reset the ins, but the ins was not covering the painful areas. The patient is planning on getting the ins removed. It was reported that the stimulation was turned off. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device didn't work for the patient. The patient had compliance issues with charging. The device was explanted. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.